Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset under guidance, confirmed error message did not reappear, and then successfully started sensor session; no additional corrective actions were noted.